Event description:
A customer reported to beckman coulter inc (bec) that there was a fluid leak from coulter lh750 slidemaker. The drip tray was nearly full with approximately 10 ml of clear fluid, and the leak was contained within the instrument. The operator was wearing gloves and a lab coat when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer (fse) found instrument was resetting itself due to electronic failures. The fse replaced the system control card and a bad power supply cable to resolve the issue. The repair was verified per the established procedures and the results met the published specifications. The leak may have contained blood, diluent, and cleaning agent. The cause of the leak was electronic failure due to faulty system control card and a bad power cable.

Manufacturer narrative:
Result code: system control card (B)(4).